Event description:
It was reported that the port was implanted in the pt's right subclavian in 2000 due to lymphoma. The pt recently complained of pain in pt's chest and pt's physician ordered a cxr. It was noted that the port catheter had separated and a portion had migrated to the pulmonary artery. It was decided not to attempt removal of the separated catheter due to the risk involved. The port was explained. The pt is not experiencing any difficulties at present.